Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had a syncopal episode and required stitches on his head. Two days later he presented to the emergency room complaining of chest pain. Results of the device check were normal and the patient was referred to his physician. No additional adverse patient effects were reported. This device remains in service.